Event description:
It was reported that the insulin pump had off no power anomaly. It was reported that the insulin pump turned off. Customer's blood glucose was 259 mg/dl. No further information provided.

Manufacturer narrative:
Unit received with blank display due to broken solder joint at b1 I/b. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. (B)(4).